Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding on the insertion site which occurred the same day the sensor has been inserted in the abdomen. The area was bleeding over 1 minute to under 2 minutes. The patient just cleaned the area and dried it with alcohol wipes. After inserting the sensor the patient started to feel dizzy because he noticed the bleeding into the sensor pod area and going through the adhesive patch. Then the patient sat down and then he passed out a few seconds. The patient confirmed that these symptoms were caused by the bleeding. The patient called somebody to take him to the hospital. At the hospital the patient was pale and vomiting, they treated him with anti-nausea medication injection and was kept at the hospital because his pulse rate was too high. The patient was discharged after 2 days. At the time of the report, the patient was feeling okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.